Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient currently receiving dilaudid at 1.4 mg/day via an implanted pump. The pump had previously delivered morphine. The indication for pump use was non-malignant pain. The patient reported that since implant he had ¿noticed a sensitivity to animals (dogs/cats/rats) like body weakness, tongue feels like hair on it¿ and he got rid of all the animals in the house at the time. Then about 4 years go his daughter brought a bunny home and he felt like something was biting him. He stated that ¿at first no one else felt it, but then it got violent everywhere and when [they] get mature enough other people in the house notice it¿. The patient stated that he confirmed it was not psychological and had done a ¿double blind subject¿ and had also pulled up carpet and had 2 robot vacuums. He stated that he really started putting the pieces together about a year ago, but it had been present since he had his first pump implanted and it was the same with morphine or dilaudid in the pump. It was not specific to one pump or one drug. He also stated that he had memory/focus issue which he referred to as lack of clarity. The patient asked for a list of metalsin contact with the tissue and drug information. He stated that prior to the pump implant he had other metal devices implanted and had reacted to the metals and he had also recently had a metal implant (unrelated to his infusion system) and reacted to that. He also stated that he had joints fused about 2 years ago which helped him get off an oral med (60 mg of dilaudid) and they decreased the pump dose from 2 mg. The list of metals in the pump was reviewed with the patient and he was referred to his hcp (healthcare provider) for the drug information. Additional information was received from the patient on 09-jul-2021 at which time he reported that his pump had been removed about 8 months ago now and he was still having he same issues as previously reported (metal issues, allergies to mold/cats/dogs, high sensitivity, fibromyalgia attacks, can¿t breathe, and neck bothering him since pump taken out). He stated that he had been tested by an allergist and nothing showed up positive. He also reported that when he had the pump removed the hcp removed the pouch that was formed over the pump and that caused him to need to have sur gery a week later to fix that. He then stated that he had been told that he needed to have the pump removed for 3-5 years to really determine if it was related to the pump; however, he didn¿t want to wait that long to have another pump put in so he wanted to know if the materials of the exterior of the pump had changed and if there was a pouch they could put the pump in to prevent the pump from human tissue contact. The materials of the pump were reviewed with the patient and he was redirected to his hcp to further discuss. He stated that he had an appointment with his managing hcp in another month.